Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had lost power unexpectedly, which resulted in database corruption. A technical support specialist (tss) found that the station crashed unexpectedly by checking med application logs. The tss dropped the station's database and performed a full synchronization to resolve the issue. The tss verified that the station's battery charge was good. The tss informed the customer that the issue may have been caused by a user inadvertently disconnecting or bumping the power cord. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen that asked for a password, powered it down for about a minute, rebooted and came up to the default screen. When user tried to login, an unexpected error displayed as "an inconsistency was detected during an internal operation". There were no adverse events or injuries reported based on this event.